Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent incisional hernia repair with mesh. The patient had revision surgery 6 years and 4 months post surgery. The patient experienced chronic pain, infection, hernia recurrence, intestinal blockages.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced chronic pain, infection, recurrence, intestinal blockages, and fistula. Post-operative patient treatment included revision surgery, take down of fistula, excision of mesh, small bowel resection, re-anastomosis, and incision and drainage of wound infection.

Manufacturer narrative:
Additional info: a1, a4, e1 (street 1, city, region, postal code), g1, (&) h4 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional info: a4, b5, b7, h6 (updated all codes, added patient codes, imf codes and ime e2402: "malnourishment, leukocytosis"). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of an incisional ventral hernia. It was reported that after implant, the patient experienced constipation, malnourishment, scarring, chronic pain, infection, recurrence, intestinal blockages, adhesions, leukocytosis, purulent fluid, abscess, and fistula. Post-operative patient treatment included medication, revision surgery, take down of fistula, excision of mesh, hernia repair, small bowel resection, re-anastomosis, and incision and drainage of wound infection.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of an incisional ventral hernia. It was reported that after implant, the patient experienced chronic pain, infection, recurrence, intestinal blockages, adhesions, leukocytosis, purulent fluid, abscess, and fistula. Post-operative patient treatment included revision surgery, take down of fistula, excision of mesh, small bowel resection, re-anastomosis, and incision and drainage of wound infection. The device was used with an absorbable tacker.